Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and no capture at maximum outputs. The lead was inactivated and subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.